Manufacturer narrative:
Title: valve-in-valve transfemoral tavr: sapien 3 valve within a failed core valve bioprosthesis citation: eur heart j. 2014 oct 7;35(38):2684. Authors: anupama shivaraju, ilka ott, adnan kastrati, and albert m. Kasel date of e-publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review that a (B)(6) female patient with a medical history of stroke, hypertension, and paroxysmal atrial fibrillation presented with symptoms of acute decompensated heart failure 1.5 years after implantation of a medtronic transcatheter bioprosthetic valve (29-mm, serial number not provided) for severe aortic stenosis. Echocardiography and computed tomography showed an ejection fraction of 33% with severe paravalvular aortic insufficiency (ai) due to a low subannular position of the bioprosthetic valve. The patient underwent another procedure in which a non-medtronic bioprosthetic valve was implanted inside the medtronic bioprosthetic valve, successfully reducing the paravalvular ai from severe to insignificant. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.